Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the left ventricular (lv) lead exhibited high pacing impedance. The lead was capped on (B)(6) 2023 and was replaced. The patient was in stable condition.